Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the right popliteal artery. An ht command 18 guide wire (gw) was advanced without resistance to the target lesion. Then the physician wanted to exchange the guide wire, so an exchange catheter was advanced to keep access and the command guide wire was withdrawn without resistance. Outside the anatomy, the physician was surprised to see that the polymer jacket had [slipped off] the guide wire but remained attached to the guide wire. There was nothing left in the patient anatomy. There was no interaction of devices or resistance during advancement or withdrawal. A new guide wire was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.